Event description:
A bipap a40 device was returned to a third party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The foam insulation needs to be replaced to resolve the issue. Additionally, a not-reportable ventilator inoperative error code was found in the device's error log relating to 'blower pressure is >= cmh2o for >= 3 sec'. This ventilator inoperative error is reportable for the silver series bipap a40 line of devices. The service technician states that the printed circuit assembly (pca) board needs to be replaced to resolve the error. No repairs were performed. The device will be scrapped per the customer's request.